Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for eight (8) colony forming units (cfus) of coagulase-negative staphylococci, micrococcaceae species, pseudomonas stutzeri and unspecified gram positive bacteria. The device will be reprocessed and cultured again. The results are currently pending. Once the culture results are conforming, the device will then undergo inspection. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water through the channels and flushes out the air/water, auxiliary, balloon and the forceps elevator wire channel. The customer does not use detergent during the pre-cleaning process. During the manual cleaning process, the customer uses detergent aniosyme synergy 5 and brushes the instrument channel, suction cylinder, instrument channel port and distal end/area around elevator. The customer uses albyn medical kit scope clean brushes. The scope was not manually disinfected. For automated endoscope reprocessor (aer) treatment, with wassenburg endohigh detergent and wassenburg endohigh paa (disinfectant). The scope is stored vertically in a simple cabinet without a drying function. Olympus is the maintenance company used by the customer. The scope was not sterilized. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during routine testing, the ultrasonic gastrovideoscope tested positive for microbiological contamination. The scope was sampled twice. During the first sampling, the scope tested positive for 100 colony forming units (cfus) of klebsiella oxytoca. During the second sampling, the scope tested positive for 16 cfus of klebsiella oxytoca and 16 cfus of coagulase-negative staphylococci. All channels were tested. Sampling occurred at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was sent for additional culture testing following a second reprocessing where it was confirmed the bacteria level was below the action-level and satisfied the french rules. The sampling points were all channels and the tip. Device evaluation revealed the following non-reportable malfunctions were found: discoloration of the light guide cover lens, curved rubber adhesive discoloration, crack in the switch, universal code twist, leaks from universal codes, poor ultrasound signal, suction cylinder failure, insufflation water cylinder failure, channel damage, angle play, cracks inside the channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the relationship between the positive culture and the device cannot be confirmed. Growth of microorganisms was found through culture testing by the user and olympus after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to french recommendation. The content of the customer cds checklist did not confirm whether reprocessing was carried out in an appropriate manner. The following is sections of the instructions for use (IFU) provide adequate reprocessing steps: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.